Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant device: 4023 implantable pacing lead. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The primary analysis finding noted no anomalies were found.

Event description:
It was reported, the patient's device was explanted due to infection. Another device was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.